Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-sep-2019 with the following findings: during investigation, the available black box data contains dates from (B)(6)2019 and (B)(6)2019 with no evidence of power loss or rebooting. The complaint regarding battery compartment crack and power was reported to begin on (B)(6)2019, according to the pump history the pump was in use until (B)(6)/2019. It was found that the paint is worn off around battery compartment opening, no evidence of cracks or damage to the battery compartment or battery cap . Cap is able to fully tighten . Investigation was unable to duplicated power loss or rebooting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.